Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and infusion set with bent cannula. The customer was assisted with troubleshooting for bent cannula. It was explained to customer the proper preparation process and insertion techniques. Customer also stated getting sensor with inaccurate readings. The customer's blood glucose at the time of the incident was in the 400s mg/dl which was treated with manual injection. Customer declined troubleshooting for high blood glucose readings. Customer was advised the infusion set will be replaced. The product was not returned.